Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The operating wire and tube sheath were separated. The welded portion of the operating wire and operating pipe was broken. The brazed condition of the operating pipe presented no abnormalities. The outer diameter of the broken portion was measured. The result indicated no abnormalities. The welded portion of the basket and operating wire was broken. The basket was not returned to olympus. The brazing condition of the operating wire presented no abnormalities. The outer diameter of the broken portion was measured. The result indicated no abnormalities. Other abnormalities that could lead to the reported event were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Appearance of basket wire. Length of oozing of brazed portion. Outer diameter of brazed portion . Appearance of brazed portion. Due to various factors such as the size, hardness or shape of the calculus, a load beyond the resistance strength might have applied to the product during the lithotripsy. As a result, the operating pipe and operating wire was possibly broken. However, the exact cause of the reported event could not be determined. Answer of the request for the factory. Previous investigation results have shown that the breakage of the subject device can occur through the following of mechanisms. Internal force will be applied from the basket wire to the operating pipe while the basket is holding the calculus. Depending on the shape and hardness of the calculus is, it cannot be completely the calculus. As a result, internal force applied to the device will increase. The connection portion between the operating wire and the operating pipe is designed to be fragile. When a force exceeds the certain limit, the connection portion will break. The calculus breaks due to various factors such as the shape, numbers, hardness of the calculus. Therefore, the specific situation of the reported event could not be provided. The instruction manual contains a warning to the user regarding this event. Contents of description: (drawing number: gk5911, revision number : 21). Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an endoscopic retrograde colangiopancreatography using the subject device, since the stone is hard, the wire and the operation pipe part were cut off in the middle. It was reported that the wire was connected in the pipe, but it was broken at a part of the connection. With the wire coming out of patient¿s mouth, the surgeon couldn't attach it to the handle, so the surgeon replaced it with a banbeck handle and tried to crush the stone. When the surgeon tried to avoid impaction with banbeck on the way, the wire broke again in the middle of my stomach. The next day the surgeon had to surgically remove the wire. The doctor commented that I shouldn't have tried to crush the stone.